Manufacturer narrative:
This complaint is confirmed. Gross and microscopic examination shows the tyvek lid stock has been compromised. The lid stock has been inadvertently cut by a knife or some other sharp implement during the handling of the tray. A lot history review(lhr) of rewg1597 showed no other similar product complaint(s) from this lot number.

Event description:
Noticed the kit had been cut and retaped with packing tape.